Event description:
It was reported that the patient experienced increased pain and feels that the pain pump is not working. The patient was seen in the emergency room and oral medications were prescribed. The reporter indicated that there was no falls or trauma but the patient had "new" arthritis in her legs. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.